Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via the one-step pacing cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation; the customer removed and returned the device's one-step pacing cable for evaluation. Our testing of the pacing cable was not able to duplicate the customer's report. The cable was scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.